Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2021. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 12-mar-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was seeing unable to deliver desired settings on controller. Electrodes 11 and 13 out of range (orange). An impedance test indicated electrodes 11 and 13 out of range (orange). Rep was easily able to reprogram around the affected electrodes, improving the strength of pns stimulation on the left side of patient neck. Unfortunately the right side pns leads require a great deal of energy to provide any stimulation (30 milliamp) rep was able to increase the strength with  tablet. Unfortunately patient will not be able to adjust the right side because  controller does not have the same capabilities as tablet. Therefore patient knows that they cannot turn down the stimulation on their right side because they will not be able to turn it back up once turn down. In addition, patient will need to recharge at least once a day because of the energy requirements